Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR numbers: 2017865-2017-07158, 2017865-2017-07159. The patient expired from unknown causes. It is not know whether or not the cause of death was related to the device.